Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: complaint alleges that the valve became unattached from the mask and entered the pediatric pt's mouth. Assistance from a medical team was needed to remove the valve from the pt's mouth. Forceps had to be used to assist in the removal procedure. No pt injury reported.